Manufacturer narrative:
H3 other text : device has not been yet returned to the manufacturer.

Event description:
The manufacturer received information alleging copd, bradycardia, shortness of breath, chest pain, acute frontal sinusitis and allergic rhinitis. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported was the manufacturer received information alleging copd, bradycardia, shortness of breath, chest pain, acute frontal sinusitis and allergic rhinitis. Medical intervention was not specified. No additional information can be requested at this time. After receiving further information from the patient, it is determined that the initial reporter allegation was incorrect. In this report the allegation should have been the manufacturer received information alleging lung disease. Medical intervention was not specified. No additional information can be requested at this time. Section describe event or problem in box b has been updated/corrected in this report.